Event description:
Complainant alleged that during biomed testing, the device failed to discharge and the device's display blanks out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.